Event description:
A malfunction on the pump was reported by the caller, but no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.